Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical department has reviewed clinical data. The device has not yet been received by the MFR for evaluation; therefore, an MDR will be submitted for the reported pt expiration in an overabundance of caution. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported the pt was hospitalized for non-functioning peritoneal dialysis catheter and she subsequently expired. After review of medical records and clinical investigation, it is determined the pt death was due to complications of vascular access surgical procedure for hemodialysis catheter placement. She developed bleeding complications and expired. The pt was not in treatment at time of death. The device has not been received by the MFR to date.